Event description:
The facility reported a 12.6mm micl12.6 implantable collamer lens was implanted but the lens had to be taken out because the pupil went down. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes: method -(other): work order search results -(other): a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found pieces of one haptic torn off and missing. The lens was returned dry. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).